Manufacturer narrative:
(B)(6). Date of event: unknown; most likely sometime on (B)(6) 2016 or (B)(6) 2016. This report is for 3 unknown cannulated screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: (B)(6) 2016 or (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had revision surgery on (B)(6) 2016 following a fall. The implanted screw was noted to be loosened. The initial surgery was an open reduction internal fixation of hip and was performed (B)(6) 2016 or (B)(6) 2016. During the initial surgery for the hip fracture, three (3) cannulated screws were implanted. Over the weekend, the patient walked outside her home. As she was reentering her home, she tripped and fell on her previously broken hip. She suffered a pertrochanteric fracture around the cannulated screws in her hip. On (B)(6) 2016, the surgeon explanted the screws and implanted a tfn-advanced proximal femoral nailing system. Surgery was completed successfully, no surgical delay, no patient harm. This report is for 3 unknown cannulated screws; one of which loosened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for one unknown cannulated screw/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: unknown screws (part and lot numbers unknown, quantity 2). This report is for one unknown cannulated screw.